Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced five shocks while videotaping. Interrogation of the device revealed shorted lead indicators.